Manufacturer narrative:
The device was received with missing segments or partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments or partial display. Moisture damage on the motor assembly also noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that display of insulin pump was solid white. The customer¿s blood glucose level was 75 mg/dl. The customer stated that the insulin pump had software error detected. Customer stated they was able to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.